Event description:
Reporter indicated that following the implant of the vns therapy system, vns pt experienced several small seizures, then a grand mal and was subsequently put on a respirator for three days. It was reported that the pt was hospitalized for five days due to the event. It was also reported that the device has not yet been programmed to on.